Event description:
It was reported that the unit was sent to them for repair because there is a short circuit in the unit. When performing class 1, cf measurements, with biotek 601, pro instrument at med tech department, they found that the protective earth conductor is faulty, specifications should be 0.2 ohm, noises were heard during measurement, and 25 amp was read/used by some relays at power supply unit. Loose connections at some of the pins were found. No patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis confirmed the generator issue. The power entry module was replaced as identified in the investigation to address the generator issue. Additionally, per sb12-008, the generator was upgraded to software version ae. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary.